Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir of the insulin pump was leaking. The customer's blood glucose was 12 mmol/l at the time of incident. Fill cannula test was done and the reservoir leak was confirmed. Troubleshooting was done and the device will not be returned for analysis.